Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and passed out on october 15, 2020. Customer stated that he was passed out and when he woke up he was already at the hospital. Blood glucose reading was 161 mg/dl. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.